Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 22ga x 1.00in experienced foreign matter in or on device cannula/needle/catheter. The product defect was noted prior to use. The following information was provided by the initial reporter: foreign matter.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/6/2020 h.6. Investigation: three photos and one sample were received by our quality team for evaluation. Upon visual inspection of the photos and sample; it was observed that there was black foreign matter on the cannula; therefore, the incident could be verified. The sample was the sent for fourier-transform infrared spectroscopy (ftir) analysis to see what the foreign matter was. The ftir result shows that there is no good match in the library, but the best match is a mixture of epoxy resin and possible inorganic compounds. Epoxy resins are a type of polymer used in coatings and adhesives. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Due to the library not showing a good match, a root cause could not be determined. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 22ga x 1.00in experienced foreign matter in or on device cannula/needle/catheter. The product defect was noted prior to use. The following information was provided by the initial reporter: foreign matter.